Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer case manager reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2017 with blood glucose of 700 mg/dl. Troubleshooting was not completed. Customer was hospitalized because of high blood glucose reading. The customer case manager believes the insulin pump does not work. Insulin pump will not be returning for analysis.